Event description:
It was reported that the patient was delivered to the intensive care (ic) unit with acute coronary syndrome (acs), st elevation myocardial infarction (stemi), left ventricular (lv) anterior posterior wall and sub-occlusion of the left anterior descending artery (lad). The patient was delivered 7 hours after the beginning of acs. In the ic unit, it was decided to perform recanalization of the middle segment of the lad. A balance middleweight elite guide wire (bmw elite gw) was used for recanalization but it was impossible to lead it through the sub-occlusion zone which was detected visually on the monitor. While pulling back the gw, it was detected that the distal end of the gw stayed fixed in the vessel and the proximal part was pulled out. As the distal part stayed in the guiding catheter, it was decided to put a balloon catheter into the guiding catheter. The balloon catheter was inflated in order to press the gw against the wall of the guiding catheter and it was extracted together with the balloon catheter and the guiding catheter. There were no complications for patient and no negative dynamics on the electrocardiogram (ECG). The intervention was successfully completed with another bmw elite gw and the patient recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances; however the reported guide wire separation was confirmed. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.